Manufacturer narrative:
Tw # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 c ring broke. Per photo provided by the complainant, there is evidence of blood, and the c-ring is broken. New device used to complete the procedure. No delay. No harm.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10 the device was returned to the factory for evaluation on (B)(6) 2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected and melted in the center of the c-ring. No other visual defects were observed. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "break; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000362258 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Hospital reported vasoview hemopro vh-3500 c ring broke. Per photo provided by the complainant, there is evidence of blood, and the c-ring is broken. New device used to complete the procedure. No delay. No harm.